Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak. Per IFU, the conformable gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. Based on the information provided, the conformable gore® tag® thoracic endoprosthesis was implanted in the abdominal aorta as an extension of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis, which may have contributed to this event.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu262610/13744197) and four gore® excluder® aaa endoprostheses to treat aneurysmal abdominal aortic, left common iliac, and right internal iliac arteries. The ctag® component was placed within the proximal neck. A 23mm excluder® trunk-ipsilateral component was placed into this ctag® component. In the left common iliac artery aneurysm, an additional 28mm excluder® drunk was placed. The two trunk-ipsilateral components were bridged with a 27mm contralateral leg component, extending into the left external iliac artery. On the right side, the hypogastric artery outflow branches were coil embolized, and the right limb of the stent graft was extended with an additional 12mm contralateral leg component. At the conclusion of the procedure, a type ii endoleak was identified during an angiographic run. The physician stated the leak would likely correct after reversal of the anticoagulation, and elected to take a wait-and-watch approach. The patient tolerated the procedure. Follow-up studies reportedly revealed a persistent and large type ii endoleak originating from a large inferior mesenteric artery (ima). No aneurysm enlargement was reported. On (B)(6) 2015, the patient underwent a re-intervention procedure whereby percutaneous coil embolization of the inferior mesenteric artery and selective third order catheterization of the superior mesenteric artery branch were performed. Final angiography reportedly showed complete resolution of the type ii endoleak. On (B)(6) 2015, the patient presented to the facility with worsening right-sided back pain. A computed tomography (CT) scan on this day reportedly revealed a type iii endoleak between the ctag® and excluder® drunk components within the aortic aneurysm sac. According to the report, it also appeared that the right limb of the stent graft may not have been extending completely into the right external iliac artery. On (B)(6) 2015, the patient underwent a re-intervention procedure whereby the type iii endoleak was treated by relining the proximal stent graft and overlap junction between the ctag® and excluder® trunk components with a medtronic® endurant® 28mm x 70mm proximal extension cuff. The procedure also included revision of the right iliac limb of the endograft, whereby a medtronic® 13mm diameter limb was placed to extend the right limb of the stent graft into the right external iliac artery. An additional 12mm diameter self-expanding nitinol stent was also placed to eliminate kinking at the end of the stent graft. The endoleak was resolved, and the patient tolerated the procedure.